Event description:
Pt with multiple medical problems who had recurrent massive ascites despite maximal medical treatment. Had a peritoneal venous shunt placed on 7/19/95, but experienced problems with it not working effectively. The shunt was cleaned and repositioned (adhesions and clot noted) on 3/28/96 with immediate relief. However, in may the pt again had problems with ascites increasing, so on 5/17/96 the surgeon placed a second shunt. Again, the surgeon felt this was not a device problem as such, but more a problem due to the pt's multiple medical conditions.